Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) results from two different pt samples that were generated by the access 2 instrument. Pt a and b samples were tested for tpsa and results of 0.00ng/ml were obtained for both pts. The tpsa results were reported out of the lab. The customer called into hotline the next day due to obtaining zero for their psa qc. The customer unloaded and loaded back the psa reagent pack, and repeated qc which passed within specifications. The original samples of pt a and b were then re-tested for tpsa. The repeated tpsa results were 5.03ng/ml and 21.65ng/ml for pt a and b respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications on 11/02/06. The specimens were collected in serum tubes and centrifuged at 3,500 rpm fr 10 mins at ambient temperature. Beckman coulter inc (bci) customer technical svc (cts) asked the customer to print out the reagent inventory and compare it with the reagents that were physically in the reagent carousel. A psa pack was considered unloaded on the inventory sheet, but was physically in the reagent carousel. The fse was in the customer's lab on 11/06/2006. Per the fse notes, the customer had loaded a psa pack improperly and the analyzer did not recognize the pack onboard. Although it is likely the customer incorrectly loaded and unloaded the reagent pack, there is no clear evidence provided. A malfunction will be assumed for the purpose of this report.